Manufacturer narrative:
During a venoplasty for in-stent restenosis of a non cordis stent, a maxi ld balloon ruptured and leaked contrast. The device was removed and replaced with a non-cordis balloon with a higher rated burst pressure (rbp). The balloon had been inflated at least three times without issue from the distal end of the stent working to the proximal end. There was no patient injury. The target vessel was the common iliac vein. The balloon was inflated slowly to four atmospheres (4 atm) on each inflation. It did not exceed the rated burst pressure (rbp). The balloon had been effective in reducing the in-stent restenosis up to that point. After the rupture, the maxi was removed intact and was retained at the hospital. The balloon may be returned for failure analysis. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided.  The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (in-stent restenosis) may have contributed to the reported event as calcification may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons, (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, there is no indication that the event was related to a design or manufacturing issue; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a venoplasty for in-stent restenosis of a non cordis stent, a maxi ld balloon ruptured and leaked contrast. The device was removed and replaced with a non-cordis balloon with a higher rated burst pressure (rbp). There was no patient injury. The balloon had been inflated at least three times without issue from the distal end of the stent working to the proximal end. The target vessel was the common iliac vein. The balloon was inflated slowly to four atmospheres (4 atm) on each inflation. It did not exceed the rated burst pressure (rbp). The balloon had been effective in reducing the in-stent restenosis up to that point. It was replaced by a non-cordis balloon with a higher rbp. The maxi was removed intact and was retained at the hospital. The balloon may be returned for failure analysis.